Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. The device also had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had multiple button error alarms. The customer removed the batteries and cap and set this pump for 24 hours and stated that found that some of the buttons were unresponsive. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.